Event description:
Neuro spine pack was opened to prepare for surgery. During the count, the scrub tech noted that the spine pack had 11 gauze sponges in the pack instead of the normal 10 count that is on the front of the package. The entire sponge pack was removed from the surgery unit and replaced with a new package of gauze sponges and then counted again.